Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the upper 300 mg/dl range. The patient went to the hospital and was treated with insulin drip. Troubleshooting was declined for the high blood glucose. The customer also mentioned receiving a failed battery test alarm. However, a battery change resolved the issue. The insulin pump was not returned for analysis.